Event description:
It was reported that during a meniscal repair procedure fast fix 360 straight anchors deployed both anchors simultaneously. Procedure was completed using fast fix curved replacement. Procedure was completed successfully with a minimal delay and no patient injuries reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.